Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the previous ins battery ¿went bad.¿ the patient reported seeing a doctor to ¿call you all¿ (confirmed elective replacement indicator (eri)). The eri code was reviewed. The patient reported that prior to the eri code, the ins stopped working, he had no stimulation and was in pain until the ins was replaced on (B)(6) 2019. The issue was resolved by replacing the ins. No further complications were reported.